Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after needle deployment, the suture was not present when the plunger was removed with five prostyle devices. The sutures of two prostyle devices were ultimately successfully pre-placed at each site. The sheath was upsized to a 12f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.